Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. The tracking and trending were reviewed and did not identify any related trends for the product for the issue. The device history record review did not identify any non-conformances or deviations associated with the lot number 51236be00 and complaint issue. The overall performance of architect toxo igg reagent lots in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance, which confirms no systemic issue for the reagent lot 51236be00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the archtiect toxo igg reagent lot 51236be00 was identified.

Event description:
The customer reported false reactive architect toxo igg results for one patient sample when compared to another methodology. The following data was provided: sid (B)(6): initial toxo igg result = 26.3 iu/ml; repeated result = 25.3 iu/ml (reference range: >/= 3.0 iu/ml is reactive). The sample was performed on the diasorin platform and generated a negative result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect toxo igg results for one patient sample when compared to another methodology. The following data was provided: sid aabx4ja0038: initial toxo igg result = 26.3 iu/ml; repeated result = 25.3 iu/ml (reference range: >/= 3.0 iu/ml is reactive) the sample was performed on the diasorin platform and generated a negative result. There was no impact to patient management reported.